Event description:
It was reported that the patent had a rash and the site of implant. The patient underwent a surgical intervention to explant the insertable cardiac monitor (icm). No additional adverse patient effects were reported.

Manufacturer narrative:
A tissue reaction is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for these allegations.

Event description:
It was reported that the patent had a rash and the site of implant. The patient underwent a surgical intervention to explant the insertable cardiac monitor (icm). No additional adverse patient effects were reported.